Manufacturer narrative:
Philips service reset the relay and returned the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was unable to power on due to a tripped relay in the terminal power box on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.